Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient uses insulet omnipod5 in modified closed loop. 30 minutes after becoming aware of the sensor state, he was disoriented and lost consciousness. He stated that his blood glucose level dropped below 30 mg/dl (taken by emergency medical services- ems) and described the incident as life-threatening. The emergency medical team (emt) arrived after his mother contacted 911. A bg was performed via fingerstick, and the emts administered an IV along with glucagon. The emts stayed for approximately 15 minutes. The patient mentioned that he regained consciousness after about 5 minutes but continued to feel dizzy afterward. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.